Event description:
It was reported that during initial setup of a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument installed on universal surgical manipulator (usm) 1 grabbed a small piece of bowel. The surgeon stated the instrument was installed and it opened on its own. This occurred while the instrument was manually moving via the instrument clutch. The surgeon was still at the bedside and not on the surgeon side console (ssc.) The jaws were reportedly stuck closed on tissue. The primary surgeon attempted to dislodge the bowel but was unsuccessful. A secondary surgeon was called into the case and was able to release the bowel for the prograsp forceps instrument. The surgeon was able to push the tissue out of the instrument's grasp. The area of bowel was oversewn and the patient was admitted to inpatient to be monitored overnight. The instrument was replaced with a backup instrument of the same type for the case which was completed robotically.

Manufacturer narrative:
A review of the system logs for this procedure has been performed by intuitive surgical, inc. (Isi) quality engineering and the following was observed: the clutch button was pressed. This button disables the guided tool exchange (gtc) if it is not de-pressed prior to insertion. No instances of master tool manipulator (mtm) or universal surgical manipulator (usm) manipulation were observed. This means the unexpected movement was not initiated by the surgeon side console (ssc). The logs show an error during the first prograsp forceps instrument installation. This error relates to an improper engagement of grip disk when the instrument is installed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. No product issue was identified.